Event description:
The customer reported the system would not display on either monitor. The left monitor displays the live fluoroscopy image. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported software upgrade was installed during the service call. The system was tested and found to be working as intended and put back into service.